Manufacturer narrative:
Investigation - evaluation. A review of documentation, device history record, complaint history,manufacturing instructions, instructions for use, specifications and quality control data, and functional testing and visual inspection of the returned device were conducted during the investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing that may have contributed to this incident. Review of the device history record showed one non-conformance that may be related to the complaint condition. There were no other reported complaints for this lot number. The ncircle tipless stone extractor is shipped with instructions for use (IFU), which clearly states the proper warnings, precautions, and instructions for use. A visual examination noted "the basket sheath had multiple kinks throughout the sheath. A functional test was performed and the udh handle would not actuate the basket formation to the open or closed position.¿ based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopy procedure using an ncircle tipless stone extractor. The attending physician indicated that after advancing into the patient, the basket appeared to be tangled. The basket was replaced and the procedure was able to be completed. No unintended sections of the device remain inside the patient¿s body nor did the patient experience any additional procedures or adverse effects due to this occurrence. No further information was provided.